Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found cannula separated from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 171 mg/dl. It was reported that the insulin delivery was suspended due to sensor glucose and blood glucose difference. The customer¿s blood glucose level was 167 mgd/l and sensor glucose 62 mg/dl at the time of incident. The insulin pump will be returned for analysis.